Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #no DHR review required; does not meet the requirements of (B)(4) for DHR review. Gs (B)(6) 2018 product analysis #(B)(4): device decontaminated with cidex-opa. The stent was not positioned on the balloon between the marker bands as per specifications. The stent had moved distally over the distal marker band. Deformation was evident to the 1st, 2nd, 3rd, 4th and 5th distal stent wraps with struts raised and bunched/overlapping. Proximal stent od = (0.045 inches); mid stent od = (0.047 inches); distal stent od = (0.073 inches). Specification = (0.055 inches) max. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Stretching was evident on the distal shaft from 9cm to 20cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal left anterior descending artery, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.